Manufacturer narrative:
Submit date: 10/16/2015.an investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states while giving an injection, the needle detached from the syringe staying in the patient. The patient was not injured but the nurse received a needle stick after removing the needle. The nurse who received the needle stick was sent for blood tests and there were no concerns with the results. There is no additional testing being conducted.

Manufacturer narrative:
Submit date: 01/27/2016. The device history record (DHR) for lot 426621x indicates that no defects were found in 1,374 samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There had been no process or material changes related to the reported condition for this product in the 12 months prior to production of this lot. Process monitoring data were reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. A review of the machine in its current condition was performed by the quality engineer and no issues were found. There were no samples submitted with this complaint. The issue reported by the customer could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. However, based on the information provided by the customer the most likely root cause was user error. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all acceptance requirements and was released. Corrective / preventive actions: on 10/16/2015 a follow up was sent to the customer providing the IFU for this product. The needles are not fully seated on the syringe prior to use. When using the product the instruction is to twist the syringe clockwise while holding the rigid sheath that covers the magellan safety needle to seat the safety needle to the syringe. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.